Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found insulation abrasion on the optim sheath at 22.1cm to 22.4cm from the connector pin. However, only surface abrasion was noted on the silicone.